Event description:
A surgeon documented in clinic notes that the patient claimed to experience a cardiac arrest during one of her previous vns generator replacement surgeries. The physician did not have operative reports and medical records of the cardiac arrest at the time the clinic notes were authored. No additional relevant information has been received to date.